Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a low blood glucose (bg) event, with a lowest of 46 mg/dl. Device data indicated a lunch announcement had been entered while the user was asleep, though the user did not recall doing so. The low was treated with glucose gel, which successfully corrected bg. The ilet alerted for the low, no medical intervention was required, and bg was returning to range at the end of the event.